Event description:
(B)(6) study. It was reported that prosthetic valve thrombosis, central leak, arrhythmia, and congestive heart failure(chf) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The patient received loading doses of 325 mg aspirin and 300 mg clopidogrel prior to the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with a lotus edge valve, which involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate location within the aortic annulus. Post procedure event summary: 139 days post index procedure, the patient presented with worsened shortness of breath, dyspnea on exertion, cough, orthopnea. Physical examination was unremarkable with 2+ dorsalis pedis pulse. On the same day, lab test revealed elevated brain natriuretic peptide(bpn) at 813. X-ray revealed small left sided pleural effusion with blunting of the posterior costophrenic sulcus. However, lungs were clear. The patient was hospitalized on the same day. The patient was diagnosed with acute diastolic heart failure. The patient was started on IV lasix 40 mg. Later the patient saturated 94% on ra and diuresed 1600 ml urine. On an unknown date, computerized tomography (CT) revealed aortic valve thrombosis. The patient was diagnosed with new onset of moderate transvalvular aortic valve regurgitation due to aortic valve thrombosis. Warfarin with lovonex bridge was given for atrioventricular (av) thrombosis. Seven days after the follow up hospitalization, the patient was discharged on clopidogrel, warfarin and oral lasix 40 mg. Aspirin was discontinued. At the time of reporting, the event was considered recovering.

Event description:
Reprise IV study: it was reported that prosthetic valve thrombosis, central leak, arrhythmia, and congestive heart failure(chf) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The patient received loading doses of 325 mg aspirin and 300 mg clopidogrel prior to the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with a lotus edge valve, which involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate location within the aortic annulus. Post procedure event summary: 139 days post index procedure, the patient presented with worsened shortness of breath, dyspnea on exertion, cough, orthopnea. Physical examination was unremarkable with 2+ dorsalis pedis pulse. On the same day, lab test revealed elevated brain natriuretic peptide(bpn) at 813. X-ray revealed small left sided pleural effusion with blunting of the posterior costophrenic sulcus. However, lungs were clear. The patient was hospitalized on the same day. The patient was diagnosed with acute diastolic heart failure. The patient was started on IV lasix 40 mg. Later the patient saturated 94% on ra and diuresed 1600 ml urine. On an unknown date, computerized tomography (CT) revealed aortic valve thrombosis. The patient was diagnosed with new onset of moderate transvalvular aortic valve regurgitation due to aortic valve thrombosis. Warfarin with lovonex bridge was given for atrioventricular (av) thrombosis. Seven days after the follow up hospitalization, the patient was discharged on clopidogrel, warfarin and oral lasix 40 mg. Aspirin was discontinued. At the time of reporting, the event was considered recovering.